Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the rite (returned instrument testing evaluation) functional test but passed rite electrical test. The device was found not to meet specifications for volumetric accuracy per rite testing; however, this would not have caused or contributed to the iipv found in the logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - initial drain alarm setting inappropriately programmed. No issues were identified during the review of the device's previous service history record (shr) that may have contributed to the increased intra peritoneal volume(iipv). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 2. The programmed volume was 1500ml and drain volume was 4165ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.